Event description:
During testing at the user facility, was noted that the device door roller pin was missing and the device delivered more than expected. Prior to testing, the device had been returned to the biomed dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.